Event description:
Pt intubated for extended time etad used. When removed etad in order to re-intubate, done slowly: revealed 2 pressure ulcers with one cheek unstageable, and the other cheek stage 2. The ulcers were under the barriers adhering the device to the head.